Event description:
Customer reportedly obtained results of 25mg/dl and 88mg/dl within 1 minute on the same device. No action was taken based on device results. No adverse event reported due to device and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.